Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) battery status earlier than expected. The monitoring voltage had been 2.67 volts with a charge time of 22 seconds. However, the device declared eri with a charge time of 23.8 seconds. A second manual capacitor reformation produced a charge time of 23.4 seconds. The device was explanted and replaced with another boston scientific ICD.